Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to use the smart device's bluetooth settings to forget other dexcom devices, re-enter transmitter ID and start pairing process again. No additional patient or event information is available.